Manufacturer narrative:
(B)(4). The customer indicated that they will not be returning the device to baxter. They did return the event history log which was reviewed. The performance analysis lab found that the pump performed as programmed. No other information is available. This device is a colleague pump with a user interface module software version of 6.13.92. Baxter has conducted a trend review and will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available. A 510(k) number will not be provided in the emdr as this product code is currently unknown. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
The facility representative contacted baxter to report a single channel colleague infusion pump in which an overinfusion occurred. The patient was transferred from ER with dka came up on insulin infusion 5ut/hr. Registered nurse mixed new bag 50 ut humulin r in 50 ml normal saline bag, double checked with other register nurse. The registered nurse went in to hang new bag and switch IV line to 4w pump. The registered nurse went into colleague guardian on pump and pressed 5 ut/hour. The other nurse went to check insulin infusion and found 25 milliliters of new bag up left, pump said dose 5ut/hr and rate 500 centimeters/hour, stopped infusion and informed writer. A/c=6.3 on admission; after infusion found and stopped a/c=6.1. Writer contacted on call md, held infusion, gave amp d50 and rechecked a/c 15 minutes later. A/c=14.9. Fifteen minutes later a/c=10.6. Paged medical doctor and new order to continue with insulin infusion at 5ut/hour. The registered nurse mixed up new bag, checked with another registered nurse, and got her to come with to hang new bag. The registered nurse hung new bag and went to enter 5ut/hour in colleague guardian. As soon as nurses would set dose to 5ut/hour and volume 50milliliters the pump would automatically set rate to 500centimeters/hour, this is what caused the insulin to bolus the first time. Registered nurses could not get colleague guardian to work properly, so went into primary setting of pump and set 5ut/hour at rate of 5 centimeters/hour. The process step was during use on patient. The patient has recovered. The pump has been removed from the floor for analysis. The facility representative is not sure if it is a device error or a user error. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown.